Event description:
Cna heard very loud popping noise and observed smoke coming from ventilator. Called for r.t. Who found ventilator completely dark and non-operable. No alarms were heard from the ventilator. R.t. Bagged pt while back-up ventilator was brought into room. On inspection, biomed could not get vent to power up. Biomed could not get vent to power up. Biomed contacted manufacture to inspect ventilator.